Event description:
It was reported that an unknown number of preloaded dcb00-model intraocular lenses (iol) have been injecting foreign material into the eye along with the iol. Through follow up we have confirmed that the customer only uses dcb00-model iols at present. The customer was unable to provide serial numbers or event dates. The surgeon has stated this is happening to 30% of all his cases but cannot confirm the quantity of products this issue has occurred with. All the iols remain implanted as the surgeon was able to remove the foreign material from behind the lens, which caused a slight delay to the procedure due to the additional step of sweeping behind the iol. There was no indication of patient injury. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - expiration date, UDI number, serial number: unknown/not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lenses (iol) were not returned for evaluation. Therefore, a failure analysis of the complaint devices could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.